Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving two inappropriate shocks for a supra ventricular tachycardia. Programming changes were made. The device was later explanted and replaced.